Event description:
(B)(4). The dentist reported 2 months after the dental implant was installed in intraoral region #30 it was verified its non osseointegration. Immediate load was performed. Patient presented bone type I.